Event description:
There are no staples in the stapler. Complete cut of the pulmonary artery by the surgeon. Allegedly, there was significant blood loss, which was corrected using a clamp and manual suture on the pulmonary artery. Lobectomy.